Manufacturer narrative:
This case, with patient identifier (B)(6), is related to the cases with patient identifiers (B)(6). The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset on 16 occasions. The cannulas were from three different lot numbers, the number of occurrences for each lot number is unknown.